Manufacturer narrative:
(B)(4).

Event description:
Additional information was received. It was reported that on a follow up CT scan there is distal migration and aneurysm enlargement related to the talent stent graft. The stent graft has migrated distally 24.6 mm distally and the aneurysm has enlarged to 74mm from 55mm. There is no presence of a type ib endoleak. An intervention has not been performed as the patient is being monitored.

Manufacturer narrative:
Film evaluation results are: review of CT¿s 3 ½ years post-implant confirmed that the patient was implanted with a talent/aneurx stent graft system. The films were non-contrast, therefore measurements were approximate and assessment of any endoleak or stent graft/vessel patency could not be performed. The bifurcate had migrated into the aaa sac and was positioned ~8cm below the renal arteries. The proximal neck diameter just below the renals was 46mm. The infrarenal neck angulation measured 60 deg a-p. The max aaa diameter measured 5.7cm. The patient also had a 6.4cm max diameter aneurysmal left common iliac artery. The limbs seen within the distal sac were severely angulated, but were not noticeably compressed. The stent graft limb on the right side was positioned within the right common iliac artery, and multiple stent graft limbs (likely aneurx and possible other manufacturer¿s device) were seen implanted into the left external iliac artery. Review of non-contrast CT¿s 2 ¿months later revealed that a valiant thoracic proximal free-flow stent graft had been implanted into the patient since the previous study. The valiant was positioned just below the renal arteries, and extended distally overlapping the talent bifurcate. The valiant proximal stent graft od measured 45mm (a-p). Multiple endoanchors were also seen implanted into the valiant/proximal neck. The max aaa diameter measured 5.8cm, and the lcia max aneurysm diameter measured 6.3cm. Review of non-contrast CT¿s 5 ¿months after valiant/aptus implant revealed that the valiant was positioned just below the renal arteries, and extended distally overlapping the talent bifurcate. The valiant proximal stent graft od measured 46mm (a-p). The max aaa diameter measured 5.8cm, and the lcia max aneurysm diameter measured 6.5cm. Review of non-contrast CT¿s 10 ¿months after valiant/aptus implant revealed that the valiant was positioned below the renal arteries, and extended distally overlapping the talent bifurcate. The valiant proximal stent graft od measured 48mm (a-p). The max aaa diameter has increased to 6.1cm, and the lcia max aneurysm diameter has increased to 7.1cm. Review of non-contrast CT¿s 17 ¿months after valiant/aptus implant revealed that the valiant was positioned below the renal arteries, and extended distally overlapping the talent bifurcate. The valiant proximal stent graft od measured 48mm (a-p). The max aaa diameter has increased to 6.1cm, and the lcia max aneurysm diameter has increased to 7.1cm. Review of non-contrast CT¿s 30 ¿months after valiant/aptus implant revealed that the valiant had migrated and was positioned 1 ¿ 2 cm below the renal arteries, and extended distally overlapping the talent bifurcate. The valiant proximal stent graft od measured 48mm (a-p), and did not appear to be in contact with the aortic wall which measured 56mm (a-p) at the same proximal stent graft location. The infrarenal neck angulation measured ~75 deg a-p. The max aaa diameter has continued to increase to 6.9cm, and the lcia max aneurysm diameter has increased to 9cm. The exact cause of the talent bifurcate migration and later migration of the valiant thoracic stent graft, leading to the proximal type I and distal type I endoleak with expansion of the aaa and lcia aneurysm, could not be determined from the films provided. The returned films were all non-contrast; therefore assessment of any endoleak or stent graft/vessel patency could not be performed. The anatomy at implant is unknown, and initial post-talent images were not available for review. It appears likely that disease progression, with neck dilatation and angulation, contributed to the events. It is unclear if the endoanchors contributed to the events.

Event description:
Additional information received reported that there was both a type ia and a type ib.

Manufacturer narrative:
(B)(4).

Event description:
A talent stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Four years post index procedure the aneurysm was 55mm in diameter. The proximal aortic neck was 42-43mm in diameter and 10mm in length. It was reported that a proximal type I endoleak was identified. The physician implanted 6 aptus endoanchors resolving the event. It was reported two years later a proximal type I endoleak was found on a follow up CT scan. The patient is continuing without treatment. No additional clinical sequelae were reported and the patient is fine.